Event description:
Customer reports, she was working with needles in which she was unsheathing a needle and twisting it. There was a small piece of plastic that flipped into her left eye. She was able to remove it and she had no significant visual deficit or irritation at that time. Just watering. No crust and drainage. No photophobia. The pt was examined and her vision was found to be normal. Eom's wore full. Florescene staining was done and failed to reveal any areas of increased uptake. No further treatment was necessary other than some eye lubrication. The pt reported discomfort on follow-up 4/15/97. No visual disturbances were observed upon examination, but the eye has been tearing. No edema was noted. Cornea and sclera were normal. Lid was everted and there was no evidence of inflammatory changes or retained foreign material.